Manufacturer narrative:
Lot 16a002 was manufactured from january 4, 2016 to january 5, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed during infusion with a large volume infusor. There was no patient injury or medical intervention associated with this event. No additional information is available.